Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the plunger would not engage, went half way down and got stuck. It would not advance further or retract. The technician parked the foot and removed the device from the patient's anatomy. Another proglide was used to achieve hemostasis. No adverse patient effect was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).the lot number was provided. A review of the device history record did not produce any findings relevant to this report.(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4): during processing of this complaint attempts were made to obtain complete event, patient and device information.

Event description:
The customer reported 2 units that would not prime. Patient injury and medical intervention were not reported for this event. No additional information is available.

Event description:
Approximately 13 months post procedure the patient underwent a second procedure to treat the worsening occlusion of the aneurysm. There was no reported clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
(B)(4). The facility returned 3 unused/sterile proglide devices from lot# 930396h for evaluation. These sterile devices were returned for the reported complaint of difficulty deploying the plunger, experienced in the incident submitted for this medwatch report. One unused/sterile device was selected for functional testing. The sterile device was functionally tested and deployed in a tortuous path model fixture. The device was deployed without any issues noted. Both cuffs were captured and the suture was successfully retrieved. The device performed according to specification. No manufacturing or quality issues were detected. No non-conforming material report issue was found written against the reported lot number 930396h.